Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); e4 the cause of the positioning issue was not determined due to insufficient clinical details.

Manufacturer narrative:
Removed a160105 from h6; added a150202. Corrected data: d4 serial and UDI updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported an ¿impella in aorta¿ active alarm with their impella 5.5. The physician found the impella to be in the aorta and decided to explant rather than reposition. No patient harm has been reported.